Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing an elevated blood glucose (bg) level however no specific value was not provided. A partial system check was performed with tandem technical support and showed that no drops of insulin were observed to be coming through the tubing. The customer stated they could not complete troubleshooting as they needed to address high bg. A bolus and a manual injection were delivered to address bg level. During follow up the customer declined to complete the troubleshooting. Reportedly, the customer changed out supplies and was able to see drops of insulin.